Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pancreatic procedure. The staple line was formed incomplete at the proximal end 'while in the eight stapler push, body and body tail'. Another device was used to complete the procedure. No known impact or consequence to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pancreatic procedure. When the reload was used to clip the pancreas, the staples formation were poor. The handle also made a crisp buzzing sound while it was being fired. Another device was used to complete the procedure. No known impact or consequence to patient.